Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the surgeon has pts up to 1 month post-operatively with wounds spitting and dehiscence. No further details are available.